Manufacturer narrative:
A2, a3: patient information updated.

Manufacturer narrative:
H3, h6: it was reported that patient underwent a revision of the left hip. All of the devices would have been used in treatment. As of today, additional information has been requested for this complaint but has not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. However the released devices involved met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions of due to pain, elevated cobalt and chromium levels and metallosis were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. No further clinical assessment is warranted at this time. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. Due to insufficient information/based on the information provided we are unable to speculate/determine specific factors known to contribute to the alleged fault. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Us legal mdl. It was reported that the patient underwent medically indicated revision of the bhr implants of the left hip on (B)(6) 2019 due to pain, elevated cobalt and chromium levels and metallosis. The patient outcome is unknown.